Event description:
The pt reported the display of his insulin infusion device is splotchy and unreadable. He stated, he was on a cruise when it started. He stated the device was not exposed to moisture or extreme temperatures. The pt stated he is switching to his backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.